Event description:
Ansm informed olympus of the following report: on (B)(6) 2021, an 83 year old had a left semi-rigid and flexible urteroscopy for renal failure and left renal colic related to a 24mm stone of the left lumber ureter associated with several other calicular lithiasis of the left kidney. A left jj (stent) catheter was placed on (B)(6) 2021. The beginning of the intervention started with the semi-rigid ureteroscope. Next actions included: fragmentation of the stone in the lumbar ureter with the lithoclast, stone then flushed into the pyelo, and placement of a coloplast 35mm-ch 10-12 access sheath. The procedure was completed with the flexible ureteroscope to treat the residual fragments in the kidney. Incomplete fragmentation calculations. Some fragments are then externalized without difficulty with the dormia forceps for morpho-constitutional analysis: uric acid anhydrous (80%), calcium oxalate mono-hydrate (20%). Duration of the procedure: 136 min. Fragmentation using the laser system soltive superpulsed laser system, using a 200m diameter laser fiber optical fiber 60w di200m l310cm (soltive laser) soltive 200 egtfl-fbx200s, setting for fragmentation ( 0.6j and 30 hz) and for dusting (0.05-0.1j and 200-100hz). On (B)(6) 2021, the 83 year old had a flexible ureteroscopy on the left kidney as the second stage of the ureteroscopy to treat residual fragments. Mounted on a 10/12 access sheath 35 cm long coloplast. Multiple small stones were found in the lower and middle calyces of about 3-5 mm. Complete fragmentation of the calculations. Removal of the access sheath under visual control, 4 ureteral calculi are found which are fragmented and are fragmented and then exteriorized without difficulty with the dormia forceps for morpho-constitutional analysis. The opacification did not reveal any extravasation of contrast medium. Duration of the operation: 127 min. Fragmentation using the soltive superpulsed laser system, using a 150m diameter laser fiber of 150m diameter set for dusting ( 0.05-0.0125j, 200hz, 5-10w). Optical fiber 25w di150m l310cm (laser soltive) soltive 150 egtfl-fbx150s. Post-operative follow-up: urine alkalization with lithosolv. Removal of the jj probe on (B)(6) 2022. Presence of a left hydronephrosis upstream of a stenosis of the left pelvic ureter on the CT scan of on (B)(6) 2022. Repositioning of a left jj catheter on (B)(6) 2022. A new flexible laser ureteroscopy on the left + balloon dilatation of the lumbar ureter stenosis on (B)(6) 2022 to treat the stenosis and residual fragments. Removal of the left jj catheter on (B)(6) 2022. Persistent dilation of the left kidney on the on (B)(6) 2022 ultrasound. Re-installation of a left jj probe on (B)(6) 2022. Scheduled renal scan. Patient's current condition: pyeloureteral junction stenosis. This event includes 3 reports: (B)(6): soltive tfl-fbx200s; (B)(6): soltive tfl-fbx150s; (B)(6): soltive tfl-pls, mduf200078. This report is 2 of 3 for (B)(6): soltive tfl-fbx150s.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, since the device was not returned for evaluation, a root cause could not be determined. Olympus will continue to monitor field performance for this device.